Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. It was observed that telemetry was not possible due to an issue with one of the programmer¿s circuit boards. In addition, the programmer displayed a black screen and would not turn on. The housing rear was also cracked. A component in another circuit board was found burnt which damaged the housing control panel. Further detailed analysis was done and a component within the internal circuitry was determined to be the cause of the issue with the circuit board that resulted to the loss of telemetry. The programmer was repaired and the affected parts were replaced. Laboratory analysis was able to confirm the reported observation.

Event description:
Boston scientific received information that this programmer was unable to establish telemetry. This programmer was returned. No adverse patient effects were reported.